Event description:
Lma (laryngeal mask airway) had been inserted into patient and balloon "popped" within 15 minutes while patient was coughing.what was the original intended procedure?lma intended to assist with breathing, it had to be removed.device #1is this a laboratory device or laboratory test?no.